Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was unable to exit the load reservoir process or preparing to prime loop. The insulin pump had rewind anomaly and was not squirting insulin during the manual prime process. Customer stated that they did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.